Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, a squashed and deformed lead body was detected 41 cm distal of the df-4 connector pin. In this area, the insulation and the proximal part of the directly bordering svc shock coil were damaged. The rope conductor to the svc shock coil was detached from its connection, which explains the increase in impedance to greater than 150 ohm. The observed damage pattern requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The available x-ray image confirmed that the damaged area was in the clavicular region. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted approx. 3 months after implantation. The shock impedance was out of range, greater than 150 ohms. After explant, lead damage was observed.